Manufacturer narrative:
Concomitant medical product: addr01 ipg, implant date: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced intermittent heart block. It was noted that the right ventricular (rv) lead exhibited loss of capture. It was also noted that the right atrial (ra) lead exhibited high impedance. The rv lead was capped and replaced and ra lead was reprogrammed. No further patient complications have been reported as a result of this event.